Event description:
It was reported a pt lost balance and fell onto the siderail post. The post and cap impaled into the pt's arm and went in approx 8" on an angle. Pt was taken to the hosp. Rail removed. Sutures were required and therapy for movement. Pt was observed for any infection. As of this writing, no response or further update has been provided from facility.